Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-07124. It was reported the patient's system became hot while recharging the device. In an effort to address the issue, the patient was sent a replacement charging system. Follow-up identified, the issue has resolved. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Evaluation: results: the returned charger box was visually inspected. No anomalies/damage was found. As received, the charger box was able to turn on intermittent. The returned charger box with the returned ac adapter and the returned ac power cord plugged in together, the orange light came on indicating that the charger box was charging. To troubleshoot, the charger box was opened. Power switch sw1 was found open when power switch turned on, verified continuity using multimeter. The charger box power switch sw1 was found defective. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.